Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported that during an ultra low anterior resection procedure, the device misfired. The stapler fired before it was fully closed (the handles were not together) - so it had an intact line of staples but both edges of the bowel were not together. The suture line could not be hand sewn and the patient ended up requiring an abdomino- perineal resection (apr) procedure rather than an ultralow anterior resection.